Event description:
Reportable based on device analysis completed on 24-mar-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. After a 7f non-boston scientific guide catheter crossed the lesion, pre-dilatation was performed with a 2.5x8mm nc balloon catheter followed by a 3x8mm nc balloon catheter. A 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed via alternative method. There were no patient complications reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.